Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. No product was returned for analysis. The console number was not provided therefore data logs for this case could not be obtained. The root cause of the optical signal issue was not determined as no product or data logs were returned for analysis. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
EU complainant reported the patient was on impella 5.5 support and during support, the pump lost placement signal. The placement signal and left ventricle curve disappeared. Motor current was pulsatile and the pump position was confirmed. The pump flows were good so support continued. No known patient harm or injury.